Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the event could not be confirmed because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "x-ray showed a dislocated stem from the head and wear on the stem". The patient's stem, head, and liner were revised.